Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing on (B)(6) 2018, the inserter for titanium elastic nail was discovered broken. The inner slots that hold the nail were broken off. There was no patient involvement reported. Concomitant device reported unknown nail (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Part: 359.219; lot: 9350714; manufacturing site: haegendorf; release to warehouse date: march 27, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The instrument was received with the reported condition of ¿broken (2+ pieces) pre or post operatively/step unknown: rm.¿ the following investigation flow was performed: device interaction/functional: the returned instrument was examined, and the complaint condition could not be confirmed as there is no evidence of the device being broken, instead the two of the distal flanges were loose/separate from the instrument. The device was taken apart, reassembled and functions as intended. The balance of the device is in fair condition. The received condition does not agree with the complaint description. The complaint condition could not be replicated as there is no indication device of being broken. A device history review, was performed for the returned instrument¿s lot number, no nonconformance reports (ncrs), material review reports (mrrs), or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture), and no issues were identified. At customer quality, the returned instrument was inspected and the complaint condition of broken was not confirmed. While no definitive root cause could be determined, it is likely a result of disassembly during sterilization and inability to reassemble the device that has led to this complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: date device returned to manufacture. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.